Event description:
It was reported that during implant of an implantable pulse generator (ipg) device interrogation prior to closure of the pocket revealed battery depletion. The ipg was removed and replaced with an alternative ipg. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: lnq11 icm, implanted (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis found that elective replacement indicator (eri) was triggered due to environmental factors.